Manufacturer narrative:
(B) (4). (B) (4). Eval summary: headache, hemorrhage, and hematoma may occur during this type of procedure and as listed in the instructions for use (IFU). Headache, hemorrhage, and hematoma are known potential adverse events associated with the use of the product. Furthermore, headache, intracranial hemorrhage and hematoma are known no-fault events as listed in the risk assessment report that can be reported as occurring during or after the procedure. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Review of the lot history record for this device did not produce any findings relevant to this report. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
Device issue: none. Adverse event: hemorrhagic stroke requiring surgical intervention. Time of adverse event: after the procedure. It was reported that the pt underwent stenting in the right internal carotid artery with an acculink stent on (B) (6) 2010. On (B) (6) 2010, the pt experienced weakness, headache, urine incontinence, and fell in the bathroom. On (B) (6) 2010, the pt was diagnosed with a large right temporoparenchymal hemorrhage with midline shift to the left related to hyperperfusion syndrome. The pt was hospitalized and underwent a craniotomy with evacuation of a right temporal lobe cerebral hematoma. The pt was given plasma and platelet transfusions to treat the hemorrhage. The pt's coumadin and plavix were discontinued, but is still taking aspirin and is being administered heparin. The pt was given anti-epileptic medication. The pt remains in the hospital and is in stable condition. No additional info was provided.

Manufacturer narrative:
Internal file number - (B)(4). Weakness, visual disturbances, and neurological deficit/dysfunction may occur during this type of procedure and as listed in the instructions for use and are known observed and potential adverse events associated with the use of the product.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that the patient's condition resolved on (B)(6) 2010 when the patient was discharged from a rehabilitation facility to home from (B)(6) 2010 through (B)(6) 2010, the patient remained in acute care and was transferred to the rehabilitation facility on (B)(6) 2010 with left sided hemiplegia, dysarthria, dysphagia, left homonymous hemianopsia, and decline in ambulation and activities of daily living. After the initial CT scan of the head, a repeat CT scan showed a slight increase in the size of the hemorrhage which led to the patient's surgical intervention the last CT scan of the brain showed no recurrence of hemorrhage, but had a significant amount of edema throughout the right hemisphere and mild mass effect in the left hemisphere.